Event description:
Technical services received a call from sales rep. It was reported the lead had poor sensing and off label use of being plugged into the lv port. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).